Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after initiation of therapeutic hypothermia on this patient, the arctic sun machine began reading an error message of fluid delivery line open stating flow rate was less than 1l/min and the inlet pressure was less than -6psi. They could hear air being sucked into the insulated tubing. It appeared the insulation did not completely cover the clear plastic tubing and was defective and disrupting the flow. The cooling blanket was switched out for a new one without any issues and minimal effect to patients esophageal temperature. During sample evaluation kinked tubing was found in the returned sample.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after initiation of therapeutic hypothermia on this patient, the arctic sun machine began reading an error message of fluid delivery line open stating flow rate was less than 1l/min and the inlet pressure was less than -6psi. They could hear air being sucked into the insulated tubing. It appeared the insulation did not completely cover the clear plastic tubing and was defective and disrupting the flow. The cooling blanket was switched out for a new one without any issues and minimal effect to patients esophageal temperature. During sample evaluation kinked tubing was found in the returned sample.